Event description:
Healthcare professional reported a lap-band port was explanted due to a suspected leak. There is no further information about this alleged event at this time. Follow up is in progress.

Manufacturer narrative:
Taper ii. Allergan has received the product however, the analysis has not been completed at this time. No additional information has been reported to allergan regarding the implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."